Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2023.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had driveline fault alarms and pump off alarms. A chest x-ray was ordered, and the patient was given an unshielded patient cable. Log file interrogation confirmed driveline fault alarms and revealed low speed advisory and pump stop events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed wire damage that would have contributed to the driveline fault alarms and pump stop event that were captured in the submitted log file. (B)(6) was returned assembled with the driveline severed approximately 1.25" from the pump housing and the distal end with the controller connector was also returned measuring approximately 36.25". The inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The outflow graft, bend relief, and bend relief collar were not returned. Examination of the device upon disassembly revealed no evidence of depositions or thrombus formations that would have contributed to a flow or functional issue during support. The returned portions of the driveline were tested for electrical continuity; all wires on the proximal end of the driveline were found to be electrically intact and no wire-to-wire or wire-to-shield shorts were induced during testing. The distal portion of the driveline did not pass continuity testing on the orange wire. All other wires on the distal end of the driveline were found to be electrically intact. After removal of the driveline layers, visual inspection revealed the orange wire was fully severed and the yellow wire was partially severed approximately 24.5" from the controller connector. Breaches to the red and yellow wires were also observed approximately 5.5" and 25.5" from the controller connector, respectively. Although a specific cause could not be conclusively determined, the wire fatigue in these locations appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation, bypassing the fractures in the orange and yellow wires. Hi-pot testing revealed additional breaches to the yellow wire approximately 16" from the controller connector as well as the brown and red wires approximately 3.5" from the controller connector. Although a specific cause could not be conclusively determined, the wire breaches appeared consistent with mechanical damage. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the fractured wire to its redundant motor phase wire, the fractured inner conductors of the orange wire would have resulted in the driveline fault alarms captured in the submitted log file. In addition, the pump stoppage captured in the submitted log file could have resulted from a short-to-shield if any of the exposed wires contacted the metal braided shield while operating on a grounded power source (mobile power unit or power module with grounded patient cable). The stoppage also could have resulted from a phase-to-phase short if the exposed conductors of any two wires from different motor phases made direct contact with each other or simultaneous contact with the braided shield while the system was operating on an ungrounded power source (external battery power or a power module with an ungrounded patient cable). (B)(6) was cleaned, reassembled and functionally tested under normal operating conditions using a test distal driveline soldered to the 1.25¿ of driveline returned at the pump-end. The device functioned as intended. The relevant sections of the device history records for (B)(6) and the percutaneous cable, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU), rev. B, and patient handbook, rev. B, are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿ which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient's status following the exchange was good.